Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer and identified the probable cause as defective ise tubing. The fse replaced the ise tubing to resolve the issue. Section a2, a3, a4, a5 and a6: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous erratic ion-selective electrolytes (ise) patient results, including sodium (na), chloride (cl) and potassium (k), patient results on their au680 clinical chemistry analyzer. The patient samples were repeated with results deemed normal. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.